Event description:
The doctor reported that there was a patient who exhibited signs of an allergic reaction to the bactiseal evd catheter. The doctor suspects that the reaction is to the drug in the catheter. It was noted that the catheter was replaced on 3-4 occasions because it became clogged quickly. A presence of eosinophilic cells were noted which is indicative of a likely allergic response. No information was reported on the other devices that were used.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.